Manufacturer narrative:
A ge representative evaluated the system and replaced the software. System operates as intended.

Event description:
Customer reported, the system repeatedly loses images. No patient injury was reported.